Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the patient experienced a power on reset (por) with error code 0x400. This may have occurred due to the patient recently underwent radiation therapy for prostate cancer. The device was able to be switched back on with the clinician programmer. There was no harm or injury to the patient. The patient was okay. The indication for use included cluster headache.

Event description:
The rep additionally reported that there were some out of range electrode impedances during the interrogation session on 06/09/2016: c<(>&<)>8 6,887 c<(>&<)>9 6,512 c<(>&<)>10 6,301 c<(>&<)>11 8,741 8<(>&<)>9 4,237 8<(>&<)>10 6,651 8<(>&<)>11 9,602 9<(>&<)>11 6,948.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.